Event description:
Event description cpi received information that these bipolar leads, model 4269 and 4261 were explanted for muscle stimulation. During the procedure to remove the leads, the physician explanted the implantable pulse generator (ipg) for a 'malfunction'.